Event description:
The manufacturer received a report that a trilogy 202 ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was returned to a third-party service center for evaluation. A review of the device log files identified a ¿ventilator service required¿ error, indicating a loss of communication between the host controller and the oxygen blending module (obm). In accordance with the service manual, the printed circuit assembly (pca) was replaced. Separately, and unrelated to the reported malfunction, the front enclosure and handle were replaced due to cosmetic damage. Following service, the device successfully passed all required functional and performance testing.